Event description:
It was reported that a spectrum iq pump was over infusing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported over infusion was not reproduced. The device was found to deliver within specification during flow accuracy testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.